Manufacturer narrative:
The customer reported that the display on the unit was blank. A philips field support engineer went to the customer site and evaluated the unit. He replaced the display which resolved the reported issue.

Event description:
The customer reported that the display on the unit was blank.